Event description:
Back started hurting in the area of the kidney [back pain]. Sweating [hyperhidrosis]. Hot face [feeling hot]. Funny feeling in her head/ felt weird [feeling abnormal]. Blacked out [loss of consciousness]. Torso turned bright red [erythema]. Headache [headache]. Lightheaded [dizziness]. Hives [urticaria]. Short of breath / could not breathe [dyspnoea]. Right arm swollen [oedema peripheral]. Felt itchy [pruritus]. Felt shaky [nervousness]. Bleeding vaginally [vaginal haemorrhage]. Spontaneous report received on (B) (6) 2008 from a consumer regarding a (B) (6) female patient, (B) (6). The patient had a history of a torn meniscus and arthroscopic surgery. The patient received an injection of synvisc in her right knee on (B) (6) 2008. A reported concomitant medication was norethindrone. The patient experienced a "funny feeling" in her head while she was leaving the physician's office on (B) (6) 2008. When she arrived home. She iced her knee for one hour. After this hour, she started walking around and felt lightheaded, developed a headache in the back of her head, and she started sweating. The more the patient moved, the worse her symptoms became. She drove to a meeting that evening and "almost blacked out behind the wheel." When she arrived home, she experienced a hot face, her whole torso turned bright red, and she developed hives and itching. The patient went to the emergency room (ER). Treatment at the ER consisted of an injection of benadryl, pepcid, and a steroid. The patient was given prescriptions for medrol, benadryl, and pepcid and then released. The patient remained in bed the rest of the night on (B) (6) 2008 and during the day on (B) (6) 2008 until 3 pm. At 3 pm, the patient tried to get out of bed and all of her symptoms returned while she was walking around the house. The patient became short of breath, could not breathe, and her right arm became swollen. The patient went back to the ER and received nebulizer treatment and was advised to continue her prescriptions from the evening before. She was told to use an albuterol inhaler if she became short of breath again. On (B) (6) 2008, the patient's back started to hurt in the area of her kidneys and she started bleeding vaginally. The patient had taken norethindrone and usually did not menstruate. The patient went back to the ER where she was given a pelvic exam and percocet. On (B) (6) 2008, the patient was out of bed and walking around. She started to sweat and felt shaky and itchy. As of the date of receipt of this report, the patient had not yet recovered. Additional information was received on (B) (6) 2008 from a consumer. The reporter stated that the patient told her, she felt "weird", got "bright red", had a headache, and "blacked out." It was reported that the patient went to the emergency room three times this week. The qa investigation summary was received on (B) (6) 2008. The production and quality control documentation for lot number q0805, expiry date 02/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number q0805, expiry date 02/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.